Event description:
In addition to the previously reported symptoms, it was reported that the pump ¿actually tore my skin open, uh, from the pressure of it in, uh, at the corner¿.

Event description:
It was reported the patient experienced pain in the pump area. The patient presented to the emergency room with a fever of 102.5 with nausea, vomiting, headache,tachycardia, irregular respirations and a significant amount of redness and swelling in the area of the pump site in the abdominal area. It was determined that the pump was infected and had to be removed. The incision was opened; the pump was removed as well as the pump bag. The catheter was pulled toward the abdominal incision. There were no complications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump got infected and was explanted. It was added that the patient's frame was small and the pressure from the pump being underskin left a small tear, which patient believed is what caused the infection. Following explant it was stated that the patient was left to heal before the next pump was implanted on (B)(6) 2012.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: 2011-(B)(6), explanted: unk; catheter model: 8596sc, (B)(4), implanted: 2011-(B)(6) explanted: 2012-(B)(6). (B)(4).